Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia after an occlusion alert while using the infusion set, with blood glucose remaining elevated despite three infusion site changes and subsequently improving after stopping the ilet and administering insulin injections; the patient intended to resume ilet use. Symptoms included hyperglycemia. Outcomes included interruption of ilet therapy and use of injection therapy. Investigation included troubleshooting and education by clinical support. Investigation of this case revealed an occlusion that resolved only after changing supplies, consistent with an infusion set or flow pathway issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or use-related infusion set occlusion leading to inadequate insulin delivery.